Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. Calibration and controls were acceptable. There was no indication of a reagent performance issue. A field service engineer (fse) determined that the gear pump pressure was low and made an adjustment to the water pump. The fse successfully ran qc. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The cobas 6000 c (501) module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 6000 c (501) module for 3 patients; results for 2 were provided. Patient 1's initial result was 4.18 mg/dl, and the repeat result was 1.22 mg/dl. Patient 2's initial result was 4.78 mg/dl, and the repeat results were 0.67 mg/dl and 0.66 mg/dl. The doctor called to question the results, so they were repeated. The repeat results were deemed to be correct.